Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The doctor was burring when he noticed the burr length changed and it wasn¿t burring. I then noticed the back of the end effector was up which can move the burr. So then the scrub tech put the depth gauge on and readjusted the burr, tightened the collet, and used a steri-strip to make sure the back of the end effector did not pop up again. We then put the black x to the burr tip and we were green at .3mm. He went back to burring and the burr length changed again and this time it would not lock. The scrub tech loosened the collet and pulled the anspach out of the end effector and noticed the burr would not lock into the anspach and hd long. We opened a new anspach, attached the hd long, and the burr locked into this one. Then he put it back together and it passed the rio checkpoint, and the doctor finished burring, trialed and was what we planned. Pka case delayed about 10 minutes.

Manufacturer narrative:
Reported event: anspach emax 2 plus burr motor burr would not lock into the anspach motor. Method & results: -device evaluation and results: device evaluation was performed and the anspach emax 2 plus burr motor event was confirmed. Also, the anspach emax 2 plus burr motor made loud bearing noise and started to smoke (74,000 rpm's). -device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding anspach emax 2 plus burr motor burr would not lock into the anspach motor failure of p/n: emax2plus, s/n: (B)(4). There have been no other similar events for the referenced serial number. Conclusions: the anspach emax 2 plus burr motor is an OEM device. Upon receipt, the anspach emax 2 plus burr motor was bench evaluated by (B)(4) (engineer, r&d robotics) and the reported event was confirmed. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
The doctor was burring when he noticed the burr length changed and it wasn¿t burring. I then noticed the back of the end effector was up which can move the burr. So then the scrub tech put the depth gauge on and readjusted the burr, tightened the collet, and used a steri-strip to make sure the back of the end effector did not pop up again. We then put the black x to the burr tip and we were green at .3mm. He went back to burring and the burr length changed again and this time it would not lock. The scrub tech loosened the collet and pulled the anspach out of the end effector and noticed the burr would not lock into the anspach and hd long. We opened a new anspach, attached the hd long, and the burr locked into this one. Then he put it back together and it passed the rio checkpoint, and the doctor finished burring, trialed and was what we planned. Pka case delayed about 10 minutes.